Event description:
It was reported that the handpiece began overheating during a surgical procedure. The case was completed without any pt complications. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the driveshaft assembly, motor, rotor assembly, and bearings, which were each replaced along with other components. Svc repaired and returned the device to the customer.